Manufacturer narrative:
As received, a compete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow-up, increased capture threshold sensing and undersensing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.